Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's pitch cable and drive cable to be frayed. The pitch up cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cables if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the wire on the prograsp forceps instrument broke when the surgeon pulled the suture through the posterior vaginal cuff. The surgeon reportedly was not using extensive pressure while performing a v-lock suture on the vaginal cuff and was using the needle driver instrument in a normal manner. The patient was inspected very closely with a scope and the instrument was slowly pulled out manually out of the patient under direct visualization. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.